Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument was broken.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event based on the lack of the instrument to examine or with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.